Event description:
During the intraoperative portion of a lumbar fusion procedure, the surgeon was using a mallet. When the mallet was handed back to the scrub nurse, a portion of the rubber end of the mallet was missing. One larger piece was found in the wound. The remaining tiny fragments were suctioned up with the neurosuction. The wound was once again checked by the surgeon. No remaining pieces were found. There was no harm to the patient.